Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Medical product: catalog #: 185283, vanguard ssk femur left, lot # 3419229. Catalog #: 148317, biomet splined knee stem, lot # 494770. Catalog #: 183862, vanguard ssk tibial bearing , lot # 126790. Catalog #: unknown, unknown palacos cement, lot # unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04488, 0001825034-2018-04507, 0001825034-2018-04509.

Event description:
It was reported that the patient fell for unknown reasons less than one month post operatively and 2 other times within 5 months which led to 3 ER visits.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 148321, bioment splined knee stem, lot # 409360. Catalog #: 185650, vanguard tibial cruciate wing, lot # 947590. Reported event was unable to be confirmed due to the fact that the product remains implanted. Device history record was reviewed and no discrepancies were found. The reported components were reviewed for compatibility with no issues noted root cause was unable to be determined as the necessary information to adequately investigate the reported event could not be provided as the device is still implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08863, 0001825034-2018-08864.

Event description:
It was further reported that the patent underwent initial left knee arthroplasty approximately 3 years ago. Then four months afterward the patient stated they were suffering from pain in the left knee joint. The patient had fallen 3 times and went to the ER each time. Physical therapy was given approximately 4 months after the patient first complained of pain and the issue was resolved.